Event description:
It was reported that on (B)(6) 2009 the target lesion was located in the proximal left anterior descending (lad) artery and was treated with pre-dilatation and placement of a 3.5 x 12 mm study stent with 0% residual stenosis. The non-target lesion was located in the mid right coronary artery (rca) and was treated with placement of a 3.0 x 28 mm promus stent. A dissection was noted, which was treated with 3.0 x 8 mm promus drug eluting stent with 0% residual stenosis. The subject was discharged on (B)(6) 2009 on aspirin and clopidogrel. On (B)(6) 2013, 1479 days index procedure the subject presented with oppressive chest pain radiating to both the arms. The subject was hospitalized on the same day. Cardiac enzyme elevation was consistent with a myocardial infarction ck-mb= 37.9 ng/ml, uln= 7 ng/ml; peak troponin= 0.07 ug/l, uln= 0.01 ug/ml but per source peak troponin t= 1060 ng/l, uln= 14 ng/ml. Coronary angiography performed on (B)(6) 2013 revealed: rca: mid 70% in-stent restenosis of the previously placed promus stents, 90% distal stenosis. On (B)(6) 2013, 1480 days post index procedure; the subject underwent non-target vessel revascularization (tvr) in the distal rca, with 90% stenosis and was treated with placement of a 2.25 x 18 mm non-abbott stent, with 0% residual stenosis. Additionally, the 70% in-stent restenosis of the previously placed promus stents noted in the mid rca was treated with placement of a 3.0 x 12 mm non-abbott stent with 0% residual stenosis. The subject was discharged on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of dissection, angina, myocardial infarction, and restenosis are listed in the promus everolimus eluting coronary stent system instructions for use (IFU), as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.